Event description:
A journal article was reviewed that contained information regarding this lead. The article reports a death of a (B)(6) and alleges that the death could be related to the lead, which had a "sensing problem." The article also indicated that the lead "controls" were normal before the death and it could have been an "arrhythmia storm at the home which may have caused electromechanical dissocation after time." Further follow-up did not yield any additional relevant information regarding this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This event occurred outside the us. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: midterm experience with implantable cardioverter-defibrillators in children and young adults. Europace. December 1;12(12):1732-1738.